Event description:
It was reported that during new implant surgery a high impedance was seen. Per the report, all troubleshooting steps were performed including pin reinsertion and irrigation. An accessory kit was used and the generator still showed high impedance. The generator was removed and a back-up generator was implanted the suspect generator was received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed.